Manufacturer narrative:
The complaint ¿the infusion accelerates and slows down at random by itself. No more information from customer.¿ "the pump was programmed to infuse for the next 22 hours." Was investigated. The device was in good general condition. The device completed full performance verification testing (pvt) without issue. The alarms / event logs were downloaded and saved on file. After analyzing the logs, it was noted that there was no programmed infusion for 22 hours set. There was no indication in the logs that the device changed the rate by itself. Logs reviewed from 03/march/2022 until 17/march/2022. There were no other entries logged after the 17/march/2022. The last programmed infusion was on the 17/march/2022 as follows: this infusion was completed as normal. 17/03/22 12:57 line a: duration: 00:06. 17/03/22 12:57 line a: rate: 200, vtbi:20.0. 17/03/22 13:03 line a program: completed. This program was run again without issue. The program was run on the 11/april/2022 at 8.58 and completed 6 minutes later with a 20.20ml volume delivered. The complaint was not confirmed through testing or in the event logs. No probable cause could be determined. Additional information: d9 - date returned to mfg: 4/7/2022. E1 - (B)(6). Service assistant. (B)(6). T: (B)(6). E-mail: (B)(6).

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. As additional information is received; a supplemental report will be submitted.

Event description:
It was reported that a plum a+ device was received in the technical department with a note stating the device spontaneously changes the rate of the infusion and is programmed to infuse for the next 22 hours. The clinician stated that the infusion accelerates and slows down at random by itself. There was no patient harm reported. No additional information is available at this time.